Event description:
It was reported that, during wound debridement procedure with versajet exact assy, it was observed that the handpiece was spraying water outward. The treatment was resumed, after a significant delay, using an equivalent s+n back-up. No further complications were reported. The patient was anesthetized during the delay.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed. No blockage was observed at the distal output orifice as observed under a microscope. No issues noted. A functional evaluation was performed, during which the device failed to prime. The feed line was found to be loose and could be pulled from the pump cartridge. An attempt to manual prime was made but removing the feed line tubing, debris was observed inside the pump cartridge at the tubing opening. This condition resulted in no flow from the device. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar previous events; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. Root cause was found to be a loose feed line and debris inside the pump cartridge at the tubing opening which led the device to failed to prime. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated